Manufacturer narrative:
Additional information: d9 - device return, h3 - yes, device evaluated, h6 - codes updated. Investigation results: the complained medical device was made available for investigation. During visual inspection, it was found that the shrink film of the shaft had areas where the heat- shrink coating was partially torn off, as well as areas with severe, chatter-mark-like deformations. The damaged areas were all located in the front third of the shaft, but not only in the joint area. The rear two-thirds of the shaft were undamaged the device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. Conclusion/ preventive measures: the reported problem could be confirmed. The damage identified during the examination indicates the use of an unsuitable (diameter too small) or damaged (sharp-edged/deformed) trocar. The instructions for use (IFU) valid at the time of device use points out that the trocar used should be checked for damage. The use of metal trocars is not permitted. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
A malfunction was reported involving the medical device pl771su, caiman maryland articulating d5/360 mm. Specifically, it was reported that during a laparoscopic procedure, the shaft´s outer layer peeled off and small fragments detached into the patient´s abdomen. The dislodged fragments were not removed, as they were too small to be visualized. No adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).